Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had an unspecified communication error. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: chips on the c-cover and water residue on the scope connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the customer reported malfunction: electrical/electronic component problem identified. Additionally, the most probable cause of the additional finding "chips on the c-cover" is a stress problem identified and the most probable cause of the "water residue on the scope connector" is due to a leakage/seal problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.